Event description:
Patient revised due to pain.

Manufacturer narrative:
Examination was not possible as no product was returned. Although unable to confirm, reported malrotation of components during initial implantation may have been a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The investigation did not identify the need for corrective action. Should additonal information be received, the investigation will be reopened. Depuy considers the investigation closed.